Event description:
It was reported that an iol optic was scratched during loading into the inserter and implanting in the eye. The incision was enlarged to remove the lens and lens was replaced with a back-up lens of the same model and diopter. A suture was used to close the wound. The patient has recovered from surgery. Additional information was requested, but not received.

Manufacturer narrative:
The device was returned and evaluated. Microscopic examination was performed and found the lens with scratches around the edge, a tear across the optic and edge of the lens, a bent haptic, and a missing haptic. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, user-related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.